Event description:
Caller states the pt tested 248 mg/dl and 120 mg/dl on the inform system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement sent.